Manufacturer narrative:
Eval summary: review of the primary operative notes does not indicate root cause. Revision operative notes indicate the tibial component "had no major instability to it". The distal part of the tibial component was found "down in the canal" and was removed without incident. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval codes: it is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the pt was revised for unk reasons.